Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulties removing the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial filed report, it was noted in the returned goods analysis that the device had been received as separated into two pieces, instead of only a separation of the tip coil from its core. Additional information received from the site indicated that that the separation did not occur in the anatomy, but occurred during repackaging for return shipment. No additional information was provided.

Event description:
It was reported that during the procedure in a mildly calcified, de novo, 95% stenosed lesion in the mildly tortuous distal circumflex coronary artery, while retracting a hi-torque balance (ht) middleweight (bmw) universal ii guide wire, resistance was felt between the bmw guide wire and a non-abbott balloon dilatation catheter, and, though no force was applied, the tip coil separated from the guide wire core. As the tip coil did not completely separate from the device, the entire bmw was simply withdrawn from the anatomy. Another ht universal ii guide wire was used in completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The guide wire is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.